Manufacturer narrative:
(B)(4). Investigation summary : according to the information provided, it was reported that the cover of the item is defective and can therefore not be used. The product was returned to mitek for evaluation. Mitek then conducted visual inspection and functional test of device received. Visual observations revealed wear marks and the laser markings were slightly faded. To test its functionality, it was tested on a sample rubber strip; as a result, the upper jaw was loose when the jaws are closed; therefore, it showed that the jaws did not close normally contributing to the holding issue a manufacturing record evaluation was performed for the finished device lot number:9648, and no nonconformances were identified. According with the visual inspection and the functional test result, this complaint can be confirmed. The possible root cause for the issue experienced can be attributed when clamping excessive tissue between the jaws combined with repetitive twisting action exerts excess load on the jaws causing it to eventually damage the jaw. Since this is a reusable device, this failure has possibly occurred after using it in this manner for many procedures. As per IFU-110114, it is important to inspect the device prior to use to ensure proper mechanical function. Visually inspect the instrument and check for damage and wear. Also, jaws and teeth should align properly. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the customer in the (B)(4) that the cover on the expressew iii w/o hook device was defective; and therefore, could not be used. During in-house engineering evaluation, it was determined that the upper jaw was loose when the jaws are closed; therefore, it showed that the jaws did not close normally on the device. There was no procedure nor patient involvement reported. No additional information was provided.